Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged and was depleting quickly. Despite multiple attempts the pump was unable to be charged, a replacement pump has been sent to the customer. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to customer blood glucose level.